Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise which was reproducible with isometrics along with oversensing, pacing not delivered when required, and loss of capture (loc) which resulted in greater than 2 seconds of asystole. The device was in electrocautery protection since the patient was dependent. Fluoroscopy was unable to pinpoint any type of lead fracture however the pacing system analyzer (psa) demonstrated high out-of-range (oor) pacing lead impedances and loc at high pacing outputs of 7.5 volts at 1.0 ms when the existing lead was detached from the old device. Also, the strips showed two tachy episodes: one at implant/induction and an appropriate nonsustained event. The patient underwent a surgical revision procedure where this crt-d was electively explanted as battery was nearing elective replacement indicator (eri) and the rv lead was surgically abandoned in the patient. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was attached to 500 ohms pacing loads and was unable to create any noise or oversensing on the device. Manual impedance measurements were within normal limits. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. Review of the memory log found no irregularities. Normal device function was observed. Therefore, the field allegations were not confirmed.